Event description:
It was reported that prior to starting a da vinci myomectomy procedure the customer experienced system error code #20008. With the assistance of an isi technical support engineer (tse), the site exercised the grip on the right master tool manipulator (mtm), however, the faults continued to occur. The tse instructed the site re-boot the system and during homing the error recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Results and conclusions - the investigation conducted by field service engineering concluded that system error code #20008 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #20008 system error code appeared when the da vinci safety system determined the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering evaluation found that encoder sensors had malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.